Event description:
About 2 years and 4 months after the primary surgery, tibial tray and insert revised due to tibial tray loosening.

Manufacturer narrative:
Batch review performed on 6 october 2023: lot 2001520: (B)(4) items manufactured and released on 15-jul-2020. Expiration date: 2025-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director on 2 november 2023: at 2.5 years after primary cemented tka the tibial tray is found loose and needs revision. From the radiograph attached, a rather thick cement mantle is visible underneath the tray, something that could happen, for instance, if the cement cured faster than expected, or the tray was impacted later: in these conditions, the interdigitation of the cement in the metal structure is suboptimal and loosening is a possible consequence. We cannot state with certainty that this was the root cause for revision, but we think, based on experience, that it's a good possibility.